Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist (smss) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On june 16, 2010, the smss mailed a letter requesting the patient contact medical surveillance. On an unspecified date `a year ago" in 2009, the patient obtained the blood glucose readings of 153 mg/dl and 31 mg/dl on the reported meter within a time frame greater than 20 minutes. The patient took no actions based on the meter readings. It is not known if the patient experienced any symptoms of high or low blood glucose levels. The patient claimed emergency services were contacted, and she was treated intravenously with fluids. It would have been helpful to determine the date and time of this event, if the patient experienced any symptoms, the date and time of onset of symptoms, why paramedics were called, the patient's blood glucose level as tested by the paramedics, her expected blood glucose readings, and her diabetes medication regimen. The meter, test strips and control solution were replaced. The patient allegedly received emergency medical attention and treatment while using the reported meter, and obtaining a reading that indicated severe hypoglycemia. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot #: not provided.